Event description:
Follow up revealed surgical intervention was done on (B)(6) 2019 wherein the ipg was replaced.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced redness at the ipg implant site with stimulation turned on. As a result, surgical intervention maybe undertaken as the next course of action to address the issue.